Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp fos not recognized is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the hospital staff attempted to connect the fiberoptic iab to the autocat3 intra-aortic balloon pump (iabp), the staff only got the first green check mark on the checklist. The staff then switched to an autocat2 wave iabp and it worked appropriately, zeroed the fos and the patient is being supported on that pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the hospital staff attempted to connect the fiberoptic iab to the autocat3 intra-aortic balloon pump (iabp), the staff only got the first green check mark on the checklist. The staff then switched to an autocat2 wave iabp and it worked appropriately, zeroed the fos and the patient is being supported on that pump. There was no report of patient complications, serious injury or death.